Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 36 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 37 mg/dl. Customer had blood glucose level of 117 mg/dl, on finger stick. Customer treated with food and orange juice. The customer was not using auto mode at the time of incidence. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.